Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported her blood glucose reached 377mg/dl while wearing the pod. She took the pod off due to the elevated levels and then developed an infection at the insertion point. She went to the doctor, was diagnosed with an eschar infection, and prescribed two antibiotic pills. The infection was black and red, raised, painful, leaked with blood, and scabbed over. The pod was discarded.